Event description:
In 2009, "caller alleged discrepant results compared with the lab. Results as follows:" customer has been using venous sample from tubes for more than a year now. Customer just started using fresh whole blood capillary sample.

Manufacturer narrative:
In 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab mean of test 1 and test 4 fall outside the limits, which is greater than 5.0 and difference between inr's is greater than 2.2, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to functional testing as part of the complaint investigation if meter is returned. It was noted that the pt has been using venous samples. This may be pre-analytical factors that influence the inr system comparisons. Ideally, fingerstick sample should be collected as instructed on professional user's guide.